Event description:
The brush heads fit, but when I start using them in my mouth they come loose - oral-b [device connection issue]. Case narrative: consumer stated via phone that the oral-b toothbrush heads fit but when using the oral-b toothbrush heads inside their mouth, the brush heads come loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.